Event description:
It was reported during an ablation procedure the saline leaked from the base of the handle of a coolpath duo ablation catheter. Approximately one hour into the procedure the physician noticed excess fluid on the procedure table. It was discovered the catheter handle was leaking saline. There were no alarms on the generator or the irrigation pump. The catheter was exchanged for a non-sjm catheter and the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available a follow-up report will be submitted.